Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received a failed battery test alarm. The customer's blood glucose is unknown. He was attempting to change his battery. However, the pump started prompting his to change the battery every 5 hours. He declined troubleshooting because he said that he needs to buy a new battery and will call back tomorrow. The insulin pump is not being returned for analysis.